Event description:
The customer reported that when powering the defibrillator on, it gives a shock/pacer equipment malfunction message. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.